Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the returned zero-p implant was received in an assembled condition; the titanium plate has shown some marks and dents visible as well as at the peek spacer. The anodized layer at the titanium plate is worn away at the damage, which indicates that it was caused post-manufacturing. Function test: the device was dis-assembled / assembled according the assembly instruction without any issues. The peek spacer has slight clearance when assembled as required. The devices stay in position during shaking, regardless which part is held in the hand. No unintended detachment can be observed. The complaint was not able to be replicated. Therefore, the complaint is not confirmed. Document/ specification review: the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. Summary: our investigation has shown, that the complaint condition could not be replicated and therefore this complaint will be rated as unconfirmed. However after investigation to the marks and dent visible is rated as confirmed for this zero-p implant. This lot of 8 pieces was manufactured in april 2018, all devices are distributed, and we are not aware of any other complaint for this part- and lot number combination. It can only be assumed that the device was exposed to unintended torsional forces between plate and spacer during insertion. An further factor could be a wrong angulation of the screws during insertion did lead that the titanium plate was detached from the peek spacer. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.the root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation step "dimensional inspection:" are not required. Please note: zero-p va design allows for some relative movement in order to achieve load sharing to prevent post-operative implant failure. During insertion into the disk space dissociation of the plate and spacer is possible if uneven insertion force is applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected h3, h4, h6: a device history record (DHR) review was conducted: part: 04.617.137s, lot: l856995, manufacturing site: mezzovico, release to warehouse date: 27.april 2018, expiry date: 01.april 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the surgery of anterior cervical decompression and fusion, when tightening the screw, the metal plate was detached from the cage. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1), unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) zero-p implant 7mm height convex-sterile. This is report 1 of 1 for (B)(4).